Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented after feeling patient notification alert. Upon interrogation, no alert was found. All device parameters were normal and reason for alert was not comprehensible. Patient was doing well.